Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during pre-dilatation of a moderately calcified, moderately tortuous posterior descending arterial stenting procedure, the nc trek balloon would not hold inflation on the first inflation. The balloon was removed and outside of the patient they found a pinhole leak in the balloon. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.